Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system alarm and had a protruding drive support cap. The customer's blood glucose was 216 mg/dl. The customer stated that he tried to put in a new reservoir due to the insulin running empty, and when he inserted the reservoir, the insulin pump alarmed. He noted that he had dropped the insulin pump many times prior to receiving the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. He was advised that, during seating, the force sensor may not have detected the reservoir. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump had minor scratches on the display window, cracked reservoir tube lip and a missing end cap sticker.